Event description:
The facility representative reported a colleague infusion pump with a failure code 36:416:227:0000. This condition had the potential to interrupt delivery. This event occurred upon power up in the "critical care unit" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 36:416:227:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty user interface module (uim) printed circuit board (pcb). Appropriate action was taken to correct the reported problem by replacing the uim pcb. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review, but no trend could be identified for product code 2m8153 with a problem code of 36:416.the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.